Event description:
Customer reported device = 413mg/dl. Customer went to the hospital. Doctor's device = 105mg/dl. No treatment received. No controls used. A request was made for return product and replacement was sent.